Manufacturer narrative:
Complaint conclusion: as reported, a slalom thrill (.018 hp 40 5x4) percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion to for inflation; however, it ruptured at heavily calcification with nominal pressure during initial inflation. Therefore, it was replaced with a new slalom thrill balloon catheter and it completed the procedure. The procedure finished successfully. There was no patient injury. The patient¿s information was unknown. The target lesion was the shunt pta. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty in removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. Omnipaque 300 contrast media was used. A competitor inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis because the patient had an infectious disease. A device history record (DHR) review of lot 17580301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavy calcification) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a slalom thrill (.018 hp 40 5x4) percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion to for inflation; however, it ruptured at heavily calcification with nominal pressure during initial inflation. Therefore, it was replaced with a new slalom thrill balloon catheter and it completed the procedure. The procedure finished successfully. There was no patient injury. The patient¿s information was unknown. The target lesion was the shunt pta. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty in removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. Omnipaque 300 contrast media was used. A competitor inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent. There were no other anomalies noted when the device was removed from the patient.

Manufacturer narrative:
A device history record (DHR) review of lot 17580301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a slalom thrill (.018 hp 40 5x4) percutaneous transluminal angioplasty (pta) balloon catheter was delivered to the lesion to for inflation; however it ruptured at heavily calcification with nominal pressure during initial inflation. Therefore, it was replaced with a new slalom thrill balloon catheter and it completed the procedure. The procedure finished successfully. There was no patient injury. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the shunt pta. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.